Event description:
It was reported that the portable detector drop. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the portable detector dropped. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and determined that the detector had been dropped, which caused an error message to appear on the screen. The fse calibrated and tested the detector, and the system was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).